Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was experiencing a burning sensation at the implant site and that it was "stinging" the patient. Additionally, the patient noted that they could not increase stimulation because it shocks the patient and causes their toes to curl. The patient had an appointment with their healthcare provider (hcp) the day of the call. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.